Manufacturer narrative:
High blood glucose: (B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was experiencing a high blood glucose (bg) level of 480 mg/dl. The customer stated this was due to consumption of carbohydrates. The customer had run out of insulin and didn't have their supplies with them at the time of the event. Subsequently, the customer dropped the pump and a malfunction alarm occurred. Reportedly, the customer would obtain insulin pens from the local pharmacy to address their bg. The customer stated that insulin pens would be used as alternate insulin therapy once obtained.